Manufacturer narrative:
Follow-up information received on 07-jun-2016: despite follow-up attempts, no response was given to date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who requested essure (fallopian tube occlusion insert) removal due to pain. After the surgical removal of the device, her pain resolved. The reported event is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the temporal relationship between patient's pain and essure insertion was positive and no alternative explanation was provided. Additionally, her pain resolved with device removal. Therefore; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to a (B)(6)-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for sterilization. Patient complained of pain and wanted essure removed. On (B)(6) 2015, essure and tubes were surgically removed and her pain resolved. Company causality comment:this medically confirmed, spontaneous case report refers to a (B)(6)-old female patient who requested essure (fallopian tube occlusion insert) removal due to pain. After the surgical removal of the device, her pain resolved. The reported event is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the temporal relationship between patient's pain and essure insertion was positive and no alternative explanation was provided. Additionally, her pain resolved with device removal. Therefore; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow-up information received on 20-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who requested essure (fallopian tube occlusion insert) removal due to pain. After the surgical removal of the device, her pain resolved. The reported event is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the temporal relationship between patient's pain and essure insertion was positive and no alternative explanation was provided. Additionally, her pain resolved with device removal. Therefore; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.